Manufacturer narrative:
Evaluation summary: at the service visit, a company representative (cr) checked the illumination sensor. The cr could not confirm an eyetracker problem. No sample was returned to the investigation site for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A nurse reported that the infrared illuminator sensor from the eye tracking system switched off during a lasik procedure. The event occurred after starting the ablation treatment. The surgery staff removed the sensor, put it back in place, and the illuminator resumed working. The event was reported to last approximately one minute. The procedure was successfully completed with no harm to the patient. Additional information has been requested and received.